Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per PICC team, the probe has poor image quality there is snow on the screen.

Event description:
Per PICC team, the probe has poor image quality there is snow on the screen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe has poor image quality there is snow on the screen was confirmed. The probe was inspected and there is interference in the ultrasound, the cause of the issue is due to an internal failure in the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was discarded due to being irreparable. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.